Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set was not fitting in the serter. The insulin pump alarmed no delivery. Customer's blood glucose level was 590 mg/dl. The customer treated her blood glucose level with a manual injection. The customer has absorption issues. She was unable to troubleshoot at the time of call. The device was not returned.